Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported I-stat act-celite cartridges were producing error code 31. The customer obtained 31 of these error codes between (B)(6) 2011 and 04/18/2011. Based on the information available there were no injuries associated with this event.